Manufacturer narrative:
A beckman coulter (bec) field service engineer (fse) was dispatched to assess the instrument. The fse observed diluent was leaking from the differential shear valve (cvl85/126) due to the shear valve was not actuating properly. The fse observed crystal buildup around the valve preventing the valve from opening completely. The fse replaced the tubing, removed and cleaned the shear valve and reinstalled the shear valve, resolving the leak. The fse verified the instrument and the instrument was returned to normal operation. (B)(4).

Event description:
The customer reported clear liquid leaked from the coulter lh 780 hematology analyzer onto the counter while performing samples. The volume of the leak is unknown. The leak was not contained within the instrument. There was no exposure to open wounds or mucous membranes. The customer was wearing personal protective equipment (ppe) consisting of gloves, goggles and a lab coat at the time of the occurrence. No erroneous results were generated in connection with the reported event. There was no death, injury, or affect to user or change to patient treatment attributed to this event.